Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was taken to the emergency room and was hospitalized due to high blood glucose. Customer went to his doctor for a normal visit and his blood glucose was over 600 mg/dl. Caller stated that the customer delivered a bolus, but the blood glucose did not come down. Caller stated that the customer bolused a second time and the insulin pump did not delivered his second bolus. Customer's blood glucose reading at the time of hospitalization was 213 mg/dl. Nothing further was reported.